Event description:
It was reported that a 6f angio-seal was selected for use. A retroperitoneal hemorrhage was diagnosed when the hemoglobin dropped from 14.8 to 12.5. The patient went into shock, cardiac arrest, and expired. The hospital provided limited information and attempts to obtain additional information have been unsuccessful. The implant date is unknown.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal hematoma. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manul pressure to the puncture site. If necessary, monitor pedal pulses. No training record was found for the deployer. The angio-seal device instructions for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professionals authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. Training with physician is planned.